Manufacturer narrative:
(B)(4). No sample will be returned.

Event description:
It was reported the physicians are having an issue with the guide wire in this kit kinking when they are doing procedures. More than one tray has had this problem. An exact quantity is not known.